Event description:
Rptr has developed an allergy to latex products, particularly latex gloves of all sorts. Reactions include rashes and wheezing. Rptr had numerous episodes which were not recognized at the time but have subsequently been identified as reactions to latex.